Event description:
The customer reported a ventilator that is shutting down. This event was reported as having occurred during clinical use. There was no allegation of harm associated with this report.

Manufacturer narrative:
Date received by manufacturer: 19sep2019. Date of report: 25sep2019. Despite repeated attempts, the customer could not be reached to discuss the state of this ventilator. The resolution and disposition of this ventilator is unknown. Due diligence was performed, but the customer did not respond to any inquiry regarding the status of this device. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 03sep2019. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer reported a ventilator that is shutting down. This event was reported as having occurred during clinical use. There was no allegation of harm associated with this report.